Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Before the lss this rv lead exhibited noise in bipolar mode with oversensing and pacing inhibition greater than two seconds. A rv lead fracture was believed to be the cause. The patient experienced some symptoms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device codes already updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, and the pacemaker triggered a lead safety switch to unipolar mode. Before the lss this rv lead exhibited noise in bipolar mode with oversensing and pacing inhibition greater than two seconds. Loss of capture and high capture thresholds were also noted. A rv lead fracture was believed to be the cause. The patient experienced some symptoms. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.